Event description:
It was reported that the demo unit was received and found packaged at an angle with peanut wrapping instead of plastic bubble wrap and when the unit was removed, the front face was coming off. There was no patient involvement. The unit was returned for service and repair.